Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. Upon inspection, a field service engineer (fse) found drawer 5-2 completely off the bus and missing from the virtual map; after checking and reconnecting all connections with no change, the controller was replaced as suspected culprit, the module controller was also replaced due to a loose sensor header, and the drawer was reconfigured following a firmware update, while drawer 5-1's position sensor though functional was replaced because its wire was pulling out of the connector grommet, with proper functionality verified afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 5.2 failed and was not detected on the bus. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.